Event description:
The initial reporter contacted shiley to report that the patient's bjork-shiley convexo-concave mitral heart valve was replaced due to a "suture pulling loose" and an alleged leak. Subsequent information obtained from the user facility indicated that the patient had congestive heart failure and valve regurgitation. A copy of the operative report forwarded to shiley confirmed that the valve was replaced due to regurgitation. According to the copy of the operative report, the findings at the time of surgery revealed that there was partial dehiscence of the valve annulus. The patient survived surgery.